Event description:
It was reported that the foley catheter fell out on the 14th day of use. Details were unknown.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Manufacturer narrative:
The reported event is confirmed cause unknown. The potential failure mode is pinhole. The potential root cause is imperfection in balloon due to process. A review of the DHR did not show any problems or conditions that would have contributed to the reported event. The instructions for use were found adequate and state the following: "contraindications: 1)do not reuse. 2)be careful that the catheter is not exposed to ointments, contrast medium or oil-based lubricants (including vegetable oils such as olive oil, mineral oils such as white petrolatum and animal oils).they may damage the device and may burst balloon. 3)do not hold the device with forceps, etc. Avoid contact with any blades or sharp-edged instruments. [Catheter damage may cause balloon rupture and accidental balloon removal or failure to deflate or remove the balloon." H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.

Event description:
It was reported that the foley catheter fell out on the 14th day of use. Details were unknown.